Event description:
Per the clinic, the patient experienced pain with and without device use. The device was explanted on (B)(6) 2012. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. Device not available for analysis. This report is filed (B)(4) 2013.